Event description:
The sales rep sent the tib insert to marketing with obvious damage to the poly caused by the femoral design at that time. (Note: the 1994 implant was also a revision. The pt had also been revised in 1993 (MFR of implant unk); a full 11 years following her primary implant).